Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B5 - "on (B)(6) 2022 the lens was exchanged with a same length/ model lens due to refractive surprise. The problem is resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4629 should be added to the inital MDR. H6 - medical device problem code: 2923 should be added to the initial MDR. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: .unk PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.5/3.0/122, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Refractive surprise was noted, lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.